Manufacturer narrative:
The investigation has determined that false negative, non-reactive vitros cv2ag results were obtained from seven different patient samples when tested on two different vitros xt7600 integrated systems. A definitive assignable cause for the discordant, negative, non-reactive vitros cv2ag results was not established with the information provided. Pre-analytical sample processing could not be ruled out as a contributing factor as it was established that the samples were not processed in line with the sample handling guidance in the vitros cv2ag IFU. Based on historical qc results, a vitros cv2ag lot 0530 reagent performance issue is not a likely contributor to the event as qc fluid results were reported to be within the correct IFU interpretation. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag lot 0530. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event as precision testing performed on both instruments were within ortho guidelines. Email address for contact office is (B)(4).

Event description:
The investigation has determined that false negative, non-reactive vitros sars-cov-2 antigen (cv2ag) results were obtained from seven different patient samples when tested on two different vitros xt7600 integrated systems. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Patient sample (B)(6) result of non-reactive versus the expected result reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cv2ag results were not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).